Event description:
Voluntary medwatch received states that the right ventricle (rv) lead was part of a system revision due to infection. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.